Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 57mm thoracic aortic aneurysm. A non mdt stent graft was placed from the ascending direction also.  It was reported that during the procedure, after the lsa coil placement , there was clear endoleak which was considered to be a type I endoleak was observed.  As per the physician the cause of the event could not be determined.  No additional clinical sequelae were provided and the patient will be monitored.